Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding.

Event description:
The child fell and hit head on the left side while playing. Since this time the patient has been unable to get sound from the device. There was no evidence of swelling or redness at the implant site. The patient has been re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell and hit head on the left side while playing. Since this time the patient has been unable to get sound from the device. There was no evidence of swelling or redness at the implant site. Re-implantation is being scheduled.